Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82275978 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 2mm x 15cm saber percutaneous transluminal angioplasty (pta) balloon catheter was found frayed after it was opened during preparation. There were no reported injuries to the patient. This was during a procedure to treat a 20% stenosed superficial femoral artery (sfa) lesion which had mild calcification. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing and of the sterile packaging components. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 2mm x 15cm saber percutaneous transluminal angioplasty (pta) balloon catheter was found frayed after it was opened during preparation. There were no reported injuries to the patient. This was during a procedure to treat a 20% stenosed superficial femoral artery (sfa) lesion which had mild calcification. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing and of the sterile packaging components. The device was returned for analysis. A non-sterile unit of ¿saber 2mm15cm 150¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and was placed on a metallic tray to be inspected. A thorough inspection was performed on the unit observing no damages or anomalies. No other outstanding details were noticed. Functional testing was performed using an inflator/deflator device attached to the inflation port, positive pressure was applied with the purpose of reaching the rated burst pressure. However, inflation was not possible due to a leakage condition on the ballon from a pin hole. The balloon was inspected with a vision system observing a pin hole on the surface where the water is leaking. The balloon surface presented evidence of a punctured condition and secondary scratch marks located near the damaged area. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface probably led to the damaged condition found on the received device. It seems that the material near the damaged area was affected with a sharp object from the outside of the device. Sem analysis was not performed as the damages associated with leakage are visible with the magnification obtained with a vision system. A product history record (phr) review of lot 82275978 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-frayed/split/torn¿ was confirmed through analysis of the returned device. However, the exact cause could not be determined. Microscopic analysis revealed scratch marks on the outer portion of the balloon and a leakage was noted coming from a pinhole on the balloon. It appears the balloon was punctured by the interaction of the balloon material with a sharp object or a mechanical damage. Therefore, based on the analysis provided it is likely procedural factors and/or handling of the device during preparation contributed to the events reported. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ preparation 1. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. 2. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. 3. Hold the syringe and proximal end of the catheter above the distal end of the catheter and hold the balloon vertically with the balloon tip pointing down. 4. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. 5. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. 6. Without twisting, slide the forming tube off the balloon. 7. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. 8. Purge the air from the inflation device. 9. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.